Event description:
It was reported that a loss of therapeutic effect occurred following a fall. The fall occurred about 2 years ago and resulted in a concussion. The pt was hospitalized and received a CT scan. Additionally, the pt reported speech and balance problems when the device was turned on. The pt had an appointment with their healthcare provider (hcp) in (B)(6) 2011. Additional info has been requested, but was not available as of the date of this report. Refer to MFR report # 3004209178201107350.

Manufacturer narrative:
(B)(4).